Event description:
It was reported that the atrial lead exhibited noise. The bipolar impedance was less than 200 ohms and threshold had risen. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.